Event description:
It was reported that a remote transmission showed that the ventricular lead appeared to be oversensing the t wave which caused ventricular tachycardia (vt) to be detected. The device had been programmed to the managed ventricular pacing operation and the episode also showed a loss of ventricular pacing resulting in a backup of ventricular paces occurring on the t-wave. Undersensing the r wave was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5086mri implantable pacing lead (B)(6) 2011.